Event description:
While setting up the model 3100a for patient treatment, the operator noted the mean airway pressure panel display was blank. The patient was placed on conventional ventilation and responded well.